Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the battery gauge was fluctuating. The customer's blood glucose level was 156 mg/dl. In addition, it was reported that an occlusion alarm occurred. Reportedly, the cleared the alarm and continued using the pump for insulin therapy. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. Customer's blood glucose level was 110 mg/dl